Event description:
It was reported to philips by customer that the unit was chirping with solid red x. The device logs noted a shock equipment malfunction. There was no reported patient involvement / adverse patient impact.